Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported ER visit and hypoglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient had been taken to the emergency room (ER) due to hypoglycemia. Due to the fact that his personal diabetes manager was damaged, insulin delivery was not monitored and the patient's blood glucose (bg) levels dropped below 50 mg/dl while wearing the pod longer than 48 hours. Patient reportedly lost consciousness and got into a car accident; patient also suffered a concussion and internal bruising as a result of the crash. In the ER, pod was removed and the patient was treated with d10 to raise bg levels. Patient was released after spending 5-6 hours in the ER.